Manufacturer narrative:
Returned device was received in fair physical condition but had cracked housing and a scratched screen. During the evaluation of the device, the device was powered up and immediately alarmed ec1210. The circuit board was found to have caused the fault and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 1210. There were no reported adverse events.

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.